Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was damaged. The following information was provided by the initial reporter: it was reported by the customer that lipids noted to be leaking at the filter site of the filter tubing. Possible crack to the tubing, difficult to visualize. Additional information received from the customer: can you please provide an exact date of event in format dd-mmm-yyyy? 25-03-2025. Any sample available for investigation? Yes. Was this is a chemo drug? No.

Manufacturer narrative:
A box of 100 unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with a gylcerin mixture and a simulated infusion was performed. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
A box of 100 unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with a gylcerin mixture and a simulated infusion was performed. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.